Event description:
Technician states that he received a call from the customer stating that the head section is drifting down.

Manufacturer narrative:
Technician states that he adjusted the CPR cable to resolve the problem with the head section drifting down slowly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.